Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported therapy was not working that well anymore. The patient stated she had some radiation therapy done on her ¿lady parts¿ and noticed that ever since then the therapy hadn¿t worked as well. The patient stated it was working really well before that. The patient stated that she had been to the healthcare professional (hcp) several times for reprogramming and it hadn¿t helped. The patient was redirected to the hcp to discuss symptoms and to have the device checked. The patient noted the issue began in (B)(6) 2016. There were no further complications that have been reported as a result of this event. The patient is implanted for gastrointestinal/pelvic floor.